Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the unit was failing the membrane test of the patient interface module test. The fse troubleshot the issue and found the safety disk to be causing the leak. The bad safety disk was installed during the pm on february 02/2022. The fse replaced the safety disk with a new one and the unit is now passing all patient interface tests. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the daily testing performed by the customer, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.